Event description:
It was reported that a spectrum pump had door not fully latched alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms, and found that they were caused by a failed upper link switch. The upper auxiliary assembly was replaced.